Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. There was an air detected in cassette warning in fill 1 of 3 during treatment. The patient stopped treatment and found fluid in the cassette door on the external cassette. In a follow-up, the patient¿s pd nurse verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to let the cycler air dry over night and has been using it since with no further issues.